Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm bioprosthetic aortic valve, implanted approximately one (1) year and one (1) month, was explanted and replaced with a 2700tfx 27mm. Through follow up with the health care provider, it was learned this device was explanted due to severe left ventricular dysfunction secondary to aortic insufficiency to include right pericardial patch repair of a noncoronary sinus aneurysm. There was a large paravalvular leak along with a significant pseudoaneurysm of the noncoronary cusp which was patched. There were also extensive and dense adhesions between the right atrial appendage and the noncoronary cusp, probably secondary to underlying inflammation and previous infection. A ppm was implanted due to complete heart block on pod-5. Patient tolerated the procedure well.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it remains unknown if this device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, the operative report indicates prior history of endocarditis. It was noted intraoperatively, "there was no evidence of valvular infection. The patient had been treated previously and cured. Was a large paravalvular leak along with a significant pseudoaneurysm of the noncoronary cusp, which was patched. There were extensive and dense adhesions between the right atrial appendage and the noncoronary cusp, probably secondary to underlying inflammation and infection previously."